Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No battery alert noted during testing. Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. No button error alarm noted upon testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had stuck button error alarm. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had battery out limit alarm as well as power loss alarm. The insulin pump will be returned for analysis.